Manufacturer narrative:
The reported issue could not be duplicated. A root cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that that their device does not power on when the lid is opened. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that that their device does not power on when the lid is opened. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The customer will receive a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.